Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardiac monitor exhibited undersensing which were shown as bradycardia and asystolic events. No device intervention was performed but programming changes were discussed. Patient was stable.

Event description:
New information received indicated that the patient presented in clinic and false pauses due to the undersensing were noted during interrogation. It was reproducible when the patient moved their arm. No device intervention was reported.